Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported they will be meeting with patient on wednesday. It was reported the battery is not depleting even with stimulation on.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot/serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 977a290, lot/serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). Cause of the impedance all above 6000 ohms except for 0-3 was not determined. Advised patient to follow up with local pain management physician. Battery is within eri. Issue has not been resolved. Troubleshooted with tablet to determine and confirm high impedances on lead. Advised patient to follow up with local pain mgmt md.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# va1f3be011 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a290 lot# va1budb020 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mdt rep met w/ patient in nc, due to traveling. Caller reported upon interrogating the ins the lead configuration did not appear to be set correctly. We inserted a quad (perc) lead into the ins 0-3 port. Impedances were performed and all above 6,000 ohms except for 0-3 contact @ 400 ohms. Discussed w/ caller to attempt to program 0 <(>&<)> 3 and if this does not resolve the lead may need replacement. Patient did not have any falls or trauma or mentioned a specific exercise when experienced loss of sensation. Mdt rep met w/ patient in north carolina (patient traveled to nc until approx. Sept before going back to reside in texas). Patient reported during conversation that she is recharging for a longer period of time. Indicating 6-12 hours as mentioned in main call notes. Mdt rep was able to observe recharge diary and sent image (attached). Patient reported full coupling bars, but takes longer to recharge, and last session was a 3 day interval. They may be discussing ins replacement soon if lead also needs replacing (see related) and also due to approaching eri.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "months and months" their implanted neurostimulator (ins) would last them 3 days and that it would take them 6-12 hours to charge the ins.  However, since around the end of (B)(6) 2021, the ins had not gone down at all when it was expected for it to have depleted already.  Additionally, within that same timeframe, the patient had noticed their stimulation was "iffy", and then on (B)(6) 2021, they were no longer feeling stimulation, despite the ins being 80% charged and attempting to adjust stimulation intensity.  During the call to patient services (ps), it was verified that the stimulation was "on".   They were redirected to see a doctor to have the device checked.   It was explained that the patient was on vacation in another state, so ps notified the manufacturer representatives (reps) in the area of the patient's request to meet to assist the patient.